Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a pad burn. A radiofrequency ablation (rfa) procedure was performed in a liver tumor utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. Ablation of the tumor was completed. Post procedure it was noted the patient experienced a grounding pad burn on their leg. The burn was treated with ointment. The patient's status was stable.